Event description:
Boston scientific received information that this patient's latitude monitoring system detected a red alert (high right ventricular (rv) pacing impedance. The local representative was notified and the latitude data upload was reviewed by the clinic nurse. Subsequently, boston scientific received information that this local representative contacted technical services to discuss the red alert. Technical services reported that the device's rv pacing impedance alert had been programmed to 1000 ohms and was attached to a competitor rv defibrillation lead. Technical services commented that this may explain the alert for greater than 1400 ohms. The rv impedance had been stable in the 500-600 ohm range and the sudden increase may represent a primary lead issue. Subsequently, boston scientific received information from the local representative that the physician is discussing options with the patient and no invasive intervention has been scheduled at this time.

Event description:
The user received questionable results for four patient sample when tested multiple times on different modules. The serial numbers from the other modules were not provided. No units of measure were provided. Patient sample 1 on (B)(6) 2010 , cea (carcinoembryonic antigen) result from a sample cup on module 3-3 was 53.0 and from the primary tube on module 3-3 was 2.1. On (B)(6) 2010, the result from the primary tube on module 3-3 was 2. 1 and the result from the primary tube on module 1.1 was 2.3. Patient sample 2 on (B)(6) 2010, free psa (prostate specific antigen) result from a sample cup on module 3-3 was 1.18 and from the primary tube on module 3-3 was 0.47. On (B)(6) 2010, the result from the primary tube on module 3-3 was 1.26 and the result from the primary tube on module 1.1 was 1.21. Patient sample 3 on (B)(6) 2010, free psa (prostate specific antigen) result from a sample cup on module 3-3 was 0.86 and from the primary tube on module 3-3 was 0.29. On (B)(6) 2010, the result from the primary tube on module 3-3 was 0.82 and the result from the primary tube on module 1.1 was 0.78. Patient sample 4 on (B)(6) 2010, prolactin result from a sample cup on module 3-3 was 101 and from the primary tube on module 3-3 was 27. On (B)(6) 2010, the result from the primary tube on module 3-3 was 106 and the result from the primary tube on module 1.1 was 102. No adverse events were alleged regarding the event. The reagent lot numbers of the involved assays were not provided.

Manufacturer narrative:
A specific root cause could not be determined with the information provided for investigation. No hardware issue could be identified. Quality control and calibration data did not indicate an issue. No adverse events were reported.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Additional information was received concerning the patients involved in the event. Patient sample 1 was from a (B)(6) old female, born on (B)(6). Patient sample 2 was from a (B)(6) old male, born on (B)(6). Patient sample 3 was from a (B)(6) old male, born on (B)(6). Patient sample 4 was from a (B)(6) old female, born on (B)(6).

Event description:
The customer received questionable troponin t stat generation 4 (troponin t stat) results while performing a three-way comparison study involving two other laboratories. Sample 1, initial result was 0.055 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.046 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.046 ng/ml. Sample 2, initial result was 0.706 ng/ml tested on this elecsys 2010 disk analyzer. The sample was repeated on a elecsys e411 analyzer and the result was 0.636 ng/ml. The sample was repeated on an elecsys 2010 and the result was 0.584 ng/ml. Two erroneous results were reported outside the laboratory, it is unclear which results were reported. The patients were not affected by the issue. All three laboratories were using troponin t stat reagent lot number 158877. The customer declined field service because she thought the assay was performing to her satisfaction.